Manufacturer narrative:
It was reported that the patient underwent mesh removal surgery on (B)(6) 2011 due to erosion, perforation of colon, bleeding and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and pelvic floor repair mesh was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring, shrinkage, exposure, extrusion, and protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 01/05/2017.